Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have curved blade broken at the middle of the blade. A piece approximately 6.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken tip was completely detached from the instrument. The customer did not inform the reporter if any fragment fell into the patient. The instrument was inspected prior to use with no noted damage. The instrument was in use for about 10 minutes prior to the issue.